Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 86 mg/dl. The customer stated that he changed the battery, and the display returned, but alarmed battery out limit thereafter. He noted that the batteries had been out of the device for greater than the duration allowed by the insulin pump; advised that this was normal device behavior. Advised the customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.